Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the luer sleeve of 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter did not cover the needle when tubes are placed on and off the needle. No blood exposure to mucous membrane. No injury or medical intervention.